Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x20mm drug eluting stent to the tortuous left circumflex (cx) artery, but could not advance to the lesion. Upon removal of the device from the guide, it was noted that the strut was pulled up. The physician then pre-dilated with a maverick 2.5x20mm balloon and completed the procedure with another taxus stent, same size. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.